Manufacturer narrative:
(B)(4). Date of event has been estimated; implant date has been estimated. The UDI is unknown because the part number and lot number were not provided. The stent delivery system was not returned and the stent remains in the patient. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of restenosis is listed in the supera instructions for use (IFU) as a known patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The following summary was reported by the physician based on the results of stent patency of 38 unknown supera peripheral stents from a period of 2016 to year to date 2018 that may be related to stenosis. (B)(4) % of the supera were found with patency, without stenosis; (B)(4) % of the supera were found with patency, with >50% stenosis; (B)(4) % of the supera were found occluded (restenosis); (B)(4) % of the supera were found with assisted primary patency. Type of treatment, if any, was not specified. No additional information was provided.